Manufacturer narrative:
A ge representative performed an on site investigation. The high voltage cable was reinstalled during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the "heater error 4614" prevented the system from producing fluoro. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.